Manufacturer narrative:
The investigation into the issue has been completed. The impella rp was not received from the customer. Therefore, an evaluation of the device was not possible. Per the results of the clinical review and investigation, the root cause of the kinked cannula was determined to be delivery issues and the root cause of the delivery issues was most likely a result of patient condition of diseased/small vessels. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient had an impella rp placed for post operative mechanical circulatory support had an issue during placement. It was reported that during insertion, the catheter prolapsed and kinked while trying to advance the device through the right ventricle. This impella rp was removed and successfully replaced with another impella rp. It was reported that the patient survived the procedure.